Manufacturer narrative:
Follow-up #1 date of submission 08/29/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the pump black box data revealed evidence of partially discharged battery installations. During testing, the battery cap secured properly to the pump to maintain power. The electrical current draws measured within specifications. The complaint of a battery life issue was not duplicated. The pump case was removed, and no evidence of internal moisture or damage was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. It was also reported that the pump emitted cs 128 call service alarms. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.